Event description:
It was reported that the iab was inserted for prophylactic support. Difficulty was encountered by the physician while passing the iab over the wire guide. The iab was then zeroed but there was no waveform and aspiration was impossible. The iab was removed and replaced using the existing introducer sheath. There were no further pt complications.